Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: h3, h6: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Visual analysis revealed that reclaim assem upper pull rod exhibits an overall worn appearance consistent with normal and constant usage. A complete functional test was not performed since the mating device was not returned for evaluation; however, all movable parts of the device were tested. The assessment confirmed that the retaining sleeve assembly was able to move vertically as designed. However, the threaded cap was jammed against the torque shaft, preventing both threading and unthreading operations. The observed condition of the device could be consistent improper alignment and care while threading the cap or a combination of heavy use and prying motions applied. Properly handling and attention to the approved use of the device diminishes the risk of failure. The overall complaint was confirmed as the observed condition of the reclaim assem upper pull rod would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that the part arrived damaged.